Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: multiple adverse events reported. Refer to block b5 for reasons for device explant and/or reoperation. H6 health effect - clinical code e2402: dissatisfied with volume. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra) this report captures summarized data submitted to the dutch breast implant registry (dbir). Lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: mentor cpg gel breast implants, mentor round gel breast implants, mentor round saline breast implants, mentor contour profile breast tissue expander issues identified during breast implant revision procedures (2022). Multiple issues can be registered per revision, either as the reason for revision or found incidentally during the revision procedure. Adverse event(s) reported for mentor breast implants used for revision & perioperative findings, reconstructive permanent implants (2022). Qty 61: capsular contracture. Qty 54: asymmetry. Qty 53: breast pain. Qty 48: deep wound infection. Qty 41: skin necrosis or dehiscence. Qty 38: dissatisfied with volume. Qty 30: device malposition. Qty 24: seroma. Qty 14: suspicion of breast implant-associated illness. Qty 9: device rupture or deflation. Qty 8: breast cancer. Qty 7: hematoma. Qty 3: bia-alcl (suspicion). Qty 2: silicone extravasation. Qty 2: flap problem. Qty 2: bia-alcl (pa proven). Qty 2: explantation due to recall. Adverse event(s) reported for mentor breast implants used revision & perioperative findings, aesthetic permanent implants (2022). Qty 112: dissatisfied with volume. Qty 70: suspicion of breast implant-associated illness. Qty 62: capsular contracture. Qty 46: breast pain. Qty 38: asymmetry. Qty 27: device rupture or deflation. Qty 18: device malposition. Qty 16: deep wound infection. Qty 16: bia-alcl (suspicion). Qty 14: seroma. Qty 10: silicone extravasation. Qty 9: hematoma. Adverse event(s) reported for mentor breast implants used revision & perioperative findings, reconstructive tissue expanders (2022). Qty 65: deep wound infection. Qty 52: skin necrosis or dehiscence. Qty 27: seroma. Qty 26: capsular contracture associated with breast implant. Qty 24: asymmetry. Qty 20: breast pain. Qty 16: device rupture or deflation. Qty 12: device malposition. Qty 8: dissatisfied with volume. Qty 5: hematoma. Qty 4: breast cancer. Qty 2: bia-alcl (suspicion). Qty 1: bia-alcl (pa proven). Qty 1: flap problem. This medwatch report is for the adverse events for the mentor gel breast implants. Refer to 1645337-2023-15021 for the report for the mentor saline implants and 1645337-2023-15022 for the report for the mentor tissue expanders.